Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that a reliable electrocardiogram (EKG) could not be obtained unless the EKG cable was held or pushed up due to a loose EKG connector. Analysis also found that the system fan was noisy. Concomitant products: product ID r2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that a reliable electrocardiogram (EKG) could not be obtained unless the EKG cable was held or pushed up. The programmer was returned for repair of the EKG port. No patient complications were reported as a result of this event.

Event description:
It was reported that a reliable electrocardiogram (EKG) could not be obtained unless the EKG cable was held or pushed up. The programmer was returned for repair of the EKG port. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2290 pacing system analyzer. (B)(4).